Event description:
It was reported that the patient underwent an initial pectus repair procedure. Approximately two months post-implantation, displacement of the bar occurred, and the product migrated into the chest cavity. During reoperation, the device was repositioned, and the procedure was completed successfully. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4).g2: foreign - event occurred in japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information and/or corrected information. Updated: b1, h1, h2, h6, h10, and h11. The complaint could not be confirmed as no product was returned or pictures provided. Visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information and/or corrected information. Updated: a4, b5, b7, d6a, e1, e2, e3, g3, h1, h2, h6 and h10 if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial pectus repair procedure. Approximately two months post-implantation during a routine checkup, the surgeon discovered displacement of the bar had occurred, and the product migrated into the chest cavity. The patient experienced discomfort due to the event. Therefore, the patient underwent a procedure to reposition the bar. During reoperation, the device was repositioned, and the procedure was completed successfully without any additional devices being implanted. Attempts have been made and no further information has been provided.